Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's mother and his teacher noticed a decrease in the patient's speech understanding. The patient always wears his device at full volume. Despite regular fitting sessions, the patient still described his hearing perception as being too quiet. Currently, available testing data shows an increase of the ground path impedance from (B) (6) 2004 until (B) (6) 2007.